Event description:
A female who underwent a left patellofemoral joint replacement involving the trochlear groove in the patella in 2002. In 2007, pt sustained a fall down a flight of stairs and was treated with a boot for her ankle. The same month, while driving her boot became lodged and resulted in significant straining of her left knee. On five days later, she complained of problems with her knee and underwent a reduction of her left knee. On the following month, she was admitted for revision of the left patella of her patellofemoral joint (due to failed patella mechanism of the left total knee replacement).